Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their stimulator didn't seem to be working very good because they were getting a lot of pain again, starting a couple days ago. Patient said they checked their handset and saw eri message. Patient confirmed they were still feeling the stimulation, but had to raise intensity up. Agent reviewed eri message meaning. Patient mentioned they were told the implant was supposed to last 5 years, agent reviewed longevity depended on settings/usage. The patient was redirected to their healthcare provider to further address the issue. Patient was on vacation and would contact doctor to set up appointment for next steps when they got home on sunday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt was asked what led to return of pain and patient reiterated increased activities and charging more frequent. Patient stated they called to report it. An appointment was made to correct it by surgical replacement. Replace 5 year battery with 10 year battery on (B)(6) 2024. Issue resolved with the surgery on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported battery message. They were very active and sometimes over-do. Increase of pain from increase of activity and charging was more frequent. Patient planned on asking for update on reprogramming. The eri message appeared after 2 years. Patient had an appointment/surgery on (B)(6) 2024. Replace 5 year battery with 10 year battery on (B)(6) 2024.